Event description:
The customer reported that air/water could not pass through the tube smoothly. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing, the reported issue (unsmooth air/water supply) was confirmed and found to be caused by clogged nozzle. The foreign material could not be removed from the nozzle; therefore, the material could not be identified. In addition, service found there was a leakage from the insertion section, the switch button #1 was out of function due to corrosion, the switch button #2 was out of function due to corroded switch box, and the light guide lens was broken. The scope connector was corroded with fluid invasion and the leak check label discolored. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter clogging the air/water/ nozzle was unable to identified. There were no deviations from the instructions from use. Olympus will continue to monitor field performance for this device.